Event description:
It was reported that the unit was turned on for inspection by the distributor before sending the unit out to the hospital. Upon turning on the unit, it goes to standby as usual. Further, when the cable is plugged in, the touch screen on the unit is activated. Upon pressing the on button, the light output is not white and the touch screen unit displays an e-2 error code.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.